Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump exhibited service alarm error 1201660.

Manufacturer narrative:
Other, device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log showed occurrences of error code 1210 and "service due" messages. The reported issues were found during the investigation. The investigation determined that a defective microprocessor unit board. Was the cause of the reported issue. Based on evidence and investigation, the complaint allegation was confirmed. The microprocessor unit board was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.